Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and approximately two years later the pt experienced another sudden cardiac event and subsequently expired. It is further alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional info.